Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient lost stimulation. Reprogramming efforts were unsuccessful at resolving the issue. The physician decided to explant and replace the ipg with a smaller model ipg. No further patient complications were reported.